Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 104,000 joules during prostate vaporization. Neither the pt nor the end user experienced any injuries as a result of this event, and the pt outcome was reported as "good." The procedure was completed with a second fiber.